Manufacturer narrative:
(B)(4).the increased intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was determined to be false empty detect and use error with initial drain alarm setting inappropriately programmed. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation." Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the home patient (hp) experienced overfill on the homechoice (hc) device. The hp stated when they connected to the machine did not drain in initial drain, then the hp received more fluid and the device was proceeding into dwell. The hp stated they started to feel unconformable and full so they decided to manually drain out the fluid. The hp stated that the initial drain alarm setting equaled 0ml; the drain alarm was adjusted to equal 1400ml. There was no patient injury or adverse event associated with this report. No additional information is available.